Manufacturer narrative:
Evaluated 1 seal reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers daughter reported via phone call that the customer experienced low and high blood glucose and was hospitalized on an unknown date. The customer reported that insulin pump failed to alert for high and low blood glucose levels. Customer¿s blood glucose was 35 mg/dl and was treated with glucose tablets and paramedics were called after customer passed out. Caller does not remember date of hospitalization. Troubleshooting was performed and caller was not sure of the condition of the drive support cap. The customer alleges that insulin pump was over delivering insulin as the insulin pump was not sending alerts that he is on low or high. It was also reported that insulin dripped from end of set before connecting. The customer was not able to upload to carelink and requested to have insulin pump replaced. The devices will be returned for analysis.